Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging, the one touch ultra meter was prompting an other message and was reading inaccurately high. The medical affairs specialist spoke to the patient on six days later. The patient reported the "other message" began in the following month; however, he was still able to test after several attempts. He reported that his meter began reading inaccurately high since the end of that month. He takes humalog 75/25 on a sliding scale and lantus, 10 units at night. He stated that on two different occasions, once in the beginning of september and once in the middle of october, he went to the hospital. On one occasion, the patient had tested his blood glucose and obtained a result of 286 mg/dl. He took an increased amount of his insulin, based on this sliding scale (exact amount was unknown). A couple of hours later, he went to the hospital with symptoms of shaking and sweating. His blood glucose was tested and the result was 64 mg/dl. He was treated with oral glucose and his symptoms resolved in approximately one hour. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the issue was not resolved and the patient claimed he became hypoglycemic after taking insulin based on the meter result.